Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause and treatment for the event were not reported. At the time of this report, the patient hasn't recovered from the event. The peritoneal dialysis therapy was withdrawn. No additional information is available.